Event description:
Stopped fluoro in the middle of 2 cases on friday, has not reoccurred since. On (B)(6) 2016, the tech, (B)(6), had 2 instances where the system would not produce x-ray. The first time was fixed by rebooting the system. During a second case, took 2 reboots to get the system running again. There were no reported errors or messages to indicate what issue was preventing x-ray. Not sure what (B)(6) rebooted (just the nexus, or the sedecal and table as well). Mechanical failure.